Event description:
It was reported that this pacemaker battery is depleting faster than expected. Battery depletion seems consistent with advisory recall. Device was explanted and returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. This supplemental report was created to correct or add the following: h. Device manufacturers only 3. Device evaluated by manufacturer? 6. Adverse event problem in component code, type of investigation, investigation findings and investigation conclusions. 7. If remedial action initiated, check type. 9. If action reported to fde under 21 usc 360i(f), list correction/removal reporting number: 10 additional manufacturers narrative.

Manufacturer narrative:
This supplemental is to correct the following: h. Device manufacturers only 2. If follow-up, what type? This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. This supplemental report was created to correct or add the following: h. Device manufacturers only 3. Device evaluated by manufacturer? 6. Adverse event problem in component code, type of investigation, investigation findings and investigation conclusions. 7. If remedial action initiated, check type 9. If action reported to fde under 21 usc 360i(f), list correction/removal reporting number: 10 additional manufacturers narrative.

Event description:
It was reported that this pacemaker battery is depleting faster than expected. Battery depletion seems consistent with advisory recall. Device was expanted and returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
This devices falls into the low voltage capacitor advisory. Recall number is (B)(4).

Event description:
It was reported that this pacemaker battery is depleting faster than expected. Battery depletion seems consistent with advisory recall. Device was explanted and returned to boston scientific. No adverse patient effects were reported.